Event description:
It was reported that during a laparoscopic appendectomy procedure the device did not cut properly. A second device was used to complete the procedure with no patient consequence. After talking to the surgeon, the surgeon stated that the device fired fine. The issue was that the surgeon could not straighten the device from the articulated position. The surgeon had to remove the device and the trocar at the same time. A second device and trocar were pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
Information was not provided by the contact. Damaged shrouds, damaged joint cover. The analysis found that one device was returned completely dissasembled and with the handle shrouds broken, making the device non functional. No cartridge reload was present. No further analysis could be performed due to the returned condition of the device; however, the articulation was noted to be fully functional. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Events could not be confirmed due to the condition of the returned device. The batch record was reviewed and no anomalies were noted during the manufacturing process.